Manufacturer narrative:
H11. Corrected data: corrected d4 serial number to asku. Serial number originally provided is invalid. Serial number remains unknown at this time.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards duraflex low pressure mitral bioprosthesos , model# 6625lp, PMA# p870077.

Event description:
Edwards received notification that this patient with a 31mm mitral porcine valve underwent intervention for a valve-in-valve replacement after an implant duration of 13 years and 1 month for unknown reason.